Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and sjogren's syndrome ('sjogren¿s syndrome') in an adult female patient who had essure (batch no. 627454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), infection ("infection"), urinary tract disorder ("urinary problems"), neuromyopathy ("neuromuscular problems") and depression ("depression"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, sjogren's syndrome, dysmenorrhoea, infection, urinary tract disorder, neuromyopathy and depression outcome was unknown. The reporter considered autoimmune disorder, depression, dysmenorrhoea, genital haemorrhage, infection, neuromyopathy, pelvic pain, sjogren's syndrome and urinary tract disorder to be related to essure. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain. Lot number: 627454 manufacture date: 2008-07 expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and sjogren's syndrome ('sjogren¿s syndrome') in an adult female patient who had essure (batch no. 627454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), infection ("infection"), urinary tract disorder ("urinary problems"), neuromyopathy ("neuromuscular problems") and depression ("depression"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, sjogren's syndrome, dysmenorrhoea, infection, urinary tract disorder, neuromyopathy and depression outcome was unknown. The reporter considered autoimmune disorder, depression, dysmenorrhoea, genital haemorrhage, infection, neuromyopathy, pelvic pain, sjogren's syndrome and urinary tract disorder to be related to essure. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.